Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 290 mg/dl. Customer did not have an extra set at the time of the troubleshooting. Customer was advised to disconnect current set at the quick release. Customer performed fixed prime and insulin did exit. Settings on the device were checked. Customer was advised there might be a possible occlusion at the site. Customer was advised to monitor the device and changed the entire set as soon as possible. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.